Event description:
It was reported that: "when connecting the blade to the laryngoscope handle, the light was flickering with low intensity. It was reported that device was replaced. No patient injury or harm reported. Patient condition reported as "fine."

Manufacturer narrative:
Qn# (B)(4). Manufacturer conclusion: "customer reported failure could not be confirmed because actual complaint device is not available for physical investigation to determine the actual root cause. DHR review could not be performed because no lot code information was provided to conduct the DHR investigation."